Event description:
Initial report received from a physician on 2/23/07: this spontaneous case involves a female pt who received one treatment with poly-l-lactic acid (sculptra) in 2006; pt demographics, dosage, and indication were not provided. The pt also received treatment with botulinum toxin type a (botox) on an unspecified date. It is unclear if the pt received botulinum toxin type a at the same time as poly-l-lactic acid. Relevant medical history and concomitant medications were not provided. The physician injected poly-l-lactic acid in the cheeks, lower eyelids, and nasal labial folds. The physician reports that the pt is claiming that she is now "disfigured" after treatment with poly-l-lactic acid and botulinum toxin type a. The physician states he has not seen or examined the pt since her claim of being "disfigured." No further medical info was provided.